Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was broken. The device was not in patient use. The device has yet to be evaluated. A follow up report will be filed when the manufacturer's investigation is complete.